Manufacturer narrative:
Patient information was unavailable from the site. Customer service associate called to report that while covering a spinal fusion procedure using a medtronic imaging system, the pendant showed "stand alone mode" for no more than 30 seconds before he unplugged/re-plugged the cable and everything returned to normal. Customer service associate did not have any patient information and was not able to get it. No delay or complication to procedure was reported. There was no impact on patient outcome. Upon on-site investigation of the issue, it was discovered that the two fiber optic cables that connect to the flat panel detector of the imaging system have been damaged; this is not replaceable in the field, so the entire system was sent back to medtronic to be repaired. A loaner unit was provided to the site until the repairs are completed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Customer service associate called to report that while covering a spinal fusion producer using a medtronic imaging system, the pendant showed "stand alone mode" for no more than 30 seconds before he unplugged/re-plugged the cable and everything returned to normal. Customer service associate did not have any patient information and was not able to get it. No delay or complication to procedure was reported.